Event description:
A customer contacted stryker to report that their device unexpectedly lost power after charging to 360j. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Other unrelated issues were observed but the customer declined the repair of the device. The device was returned unrepaired per the customer's request.